Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and implant was "completely ruptured."

Event description:
Patient reported left side "ruptured" and "firmly believes implants were malfunctioned". Patient also reported they "became extremely ill"; this event is not device related. Device has been explanted.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "both implants were ruptured" and "firmly believe implants were malfunctioned". Patient also reported " became extremely ill"; this is not device related. Device has been explanted. This record is for the left side.